Event description:
The manufacturers' representative reported that there was a power on reset (por) condition. Device was near end of life (eol) based on longevity, history and duration of implant. Patient had a loss of efficacy about 4 days prior to this report and had noticed an increase in tremor. The por was noted during interrogation of the implantable neurostimulator (ins). Longevity was performed and estimated battery life was 20 months until end of service (eos). Additional information received reported there was no error code but the device was at end of life. The cause of the por was end of life. A replacement surgery was scheduled for (B)(6) 2013. The patient was not receiving therapy. Further information reported patient was doing fine after replacement surgery on (B)(6). The patient was indicated for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.